Event description:
Reporter alleged that he attempted to use the multiclix device while feeling hypoglycemic symptoms and it would not fire, so he couldn't test. Reporter stated that his wife arrived two hours later and treated him with a glucagon shot. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Event description:
The user had questionable sodium and creatinine results for one patient sample. The repeat results were generated from the same cobas 6000 c501 module. The initial sodium result was 130 mmol/l. The repeat result was 136 mmol/l. The initial creatinine result was 1.76 mg/dl (accompanied by a data flag), the repeat result was 3.33 mg/dl (accompanied by a data flag). The doctor immediately questioned the result and no treatment was provided or changed based on the erroneous value. The patient was not affected. The creatinine reagent lot number was 627059(01). The sodium electrode lot number was not provided. The field service representative was unable to determine a cause of the discrepancies. He concluded a defective sample probe possibly was the cause. The user had not removed the cap on a previously run sample which caused a probe to crash. The field service representative replaced the sample probe and performed a precision study which was acceptable.